Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reported that the patient is getting a buzzing sensation when walking in and out of a store. Patient called and reported same thing in case. Patient said they were in best buy and they went through the security gates at the front door and they felt something in their head, like a wave going through their head. Patient said that they had noticed that after walking through the security gates when they went to charge their implant later that day the wireless recharger lost connection with the implant a few times even though the wireless recharger was right over the implant. Patient said eventually they were able to charge the implant to 100%. Patient noted that it was like their implant battery had been zapped after walking through the security gate because their implant battery had depleted quicker than normal and also took longer to charge up. Agent reviewed some troubleshooting steps for getting excellent recharge quality. Patient will call back for assistance with charging if needed when they charge next.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is getting a buzzing sensation when walking in and out of a store.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that there have been no issues with charging and has been able to charge with good coupling. Rep reported that buzzing sensation has resolved.